Event description:
It was reported that the right ventricular (rv) lead capture threshold was high, but no pacing inhibition or noise was seen. The physician elected to cap and abandon the lead during an unrelated procedure. A new rv lead was implanted and the patient was stable with no adverse consequences.